Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Please note that there were actually 7 patients listed within the article who experienced plate extrusion through the cheek.

Event description:
It was learned in the medical journal "evaluation of hardware-related complications in vascularized bone grafts with locking mandibular reconstruction plate fixation" that there were 7 instances in which patients experienced plate extrusion through the cheek. No additional information is known regarding treatment nor surgical delays.